Event description:
During surgery, a short circuit was discovered between electrode channels 4 and 8. Another short circuit was observed during first fitting on electrode channels 1 and 5.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.